Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone separated from the jaws. Jaws did not completely separate from jaws, only at the tip. No parts fell into patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws tips were observed to be peeled back exposing the metal jaws on both the hot and cold jaw. The clear silicone insulation was also observed to be yellowshish in color. Heavy char was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failures "material twisted/ bent wire" and "thermal decomposition" were observed. The lot # 3000396112 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.